Event description:
The pt received her scs system which included one percutaneous lead and an ipg on (B)(6) 2007. It was reported the physician surgically repositioned the ipg in the implant pocket site in (B)(6) 2009. It was reported that shortly after that procedure, the ipg lost all communication with any external device. An xray confirmed the ipg had not flipped. F/u on the pt was attempted, but was unsuccessful in obtaining contact with her. No additional info has been received.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.